Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's remote control would not link up unless directly over the patient's ipg. It was determined that the ipg was not functioning despite no mechanical malfunctions being detected. Database analysis was performed and revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's remote control would not link up unless directly over the patient's ipg. It was determined that the ipg was not functioning despite no mechanical malfunctions being detected. Database analysis was performed and revealed no anomalies. The patient will undergo an ipg replacement procedure.